Event description:
A physician reported that a pt had a reaction, 5-6 mm in diameter with spiculated margins, surrounding a cel-u-gel marker which had been placed during a breast biopsy six months prior. A biopsy was performed on the pt, and a pathology report indicated "fat necrosis and vicral beads". The sales representative contacted the nurse to find out which product was used.